Event description:
A report was received that the patient's ipg was causing pain after a device related weight loss. The patient underwent a pocket revision wherein the ipg was relocated. The patient was reportedly doing well after the procedure.